Event description:
Implant surgeon reported to our sales rep that a patient came in with pain. He took some x-rays and observed that the nail was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.